Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the tubing separated at the y-site during patient use. There was no report of patient harm.

Event description:
The customer reported that the tubing separated at the y-site during patient use. There was no report of patient harm.

Manufacturer narrative:
The customer¿s complaint that the tubing separated was confirmed. A picture provided by the customer shows that the vinyl tubing was completely separated from the smartsite outlet port. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing separated with blood back-up and leakage at the y-site during patient use. There was no report of patient harm.